Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were stuck and would be unresponsive. It was also found the customer had a button error alarm and a failed battery test alarm. Customer's blood glucose was 350 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer also stated their battery compartment and spring were not damaged or corroded. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No button error alarm was noted. Intermittent button response was noted due to moisture damage to the keypad traces. All operating currents were within specification and the insulin pump passed the displacement test and the self test. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a cracked display window, a cracked case at a display window corner, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.